Manufacturer narrative:
One unattached segment of catheter tube was returned for evaluation. The returned sample was examined under magnification and photographed upon this visual inspection of the device. The point of severance displayed a "v" shape profile of the introducer needle point. Therefore this confirms reinsertion of the introducer needle during use is a variation in insertion technique, and not the result of a manufacturing nonconformance. The device also shows no bevel tip nonconformances. Photos further confirm the eyelet to tube securement area (within the catheter hub) is intact with no manufacturing related nonconformance's noted. The reported customer complaint was not confirmed. This investigation did not confirm that the product failed to meet the expected performance; therefore, no further failure analysis will be conducted at this time. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that half of a smiths medical catheter had remained in patient upon removal. A vascular surgeon had performed a cut down to remove the catheter piece. The incident is now resolved.